Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not inflate. Reportedly, when the balloon was checked, it was noted to have ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not inflate. Reportedly, when the balloon was checked, it was noted to have ruptured. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device revealed no visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated normally. There were no leaks, holes or pinholes noted in the balloon. The returned device review (visual, physical, and/or performance testing) showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.